Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 27, 2022. H10: the actual sample along with photographs of the sample were received for evaluation. Visual inspection along with magnification was performed on the actual sample which did not identify any particulate matter inside the bag. The fill port connector cap was removed and no issue was observed on actual sample. However, a white elongated polymeric appearing particle possibly of fill port material was identified during photographic inspection only. The reported condition was verified during photograph inspection; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle with a filament aspect was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.